Manufacturer narrative:
(B)(6). Product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that the inner package of the hip implant was perforated and sterility compromised. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Examination of the returned packaging determined that, product has punctured through both cavities and the box exhibits transit damage. DHR was reviewed and no discrepancies were found. The root cause attributed to transit damage. Corrective actions have been initiated. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.